Event description:
Knee joint effusion [joint effusion], knee joint pain [arthralgia], inflammatory reaction of knee joint [arthritis], synovial fluid had 12150 wbc [synovial fluid white blood cells positive]. Case description: spontaneous case was rec'd on 01-jun-2012 from a physician regarding a female pt with bilateral gonarthritis. The pt's medical history was significant for previous series of viscosupplementation. In 2012, the pt initiated treatment with synvisc one (hylan g-f 20), in both knees (dose and regimen not provided). The lot number for synvisc was not provided. On an unspecified date in 2012, the pt experienced severe inflammatory reaction and joint effusion. Arthrocentesis was performed and synovial fluid was sterile. The action taken with synvisc treatment was not provided. The pt recovered from the event of inflammatory reaction in the knee joint on an unspecified date. The outcome of the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for the events of inflammatory reaction of knee joint and joint effusion was not provided. The reporting physician did not provide the relationship between synvisc and the events of inflammatory reaction of knee joint and joint effusion. F/u info was rec'd on 07-jun-2012 regarding pt details, new events, concomitant medication and causal relationship of synvisc to the events. The case was upgraded to serious. The pt was a (B)(6) female, initials (B)(6). The pt had bilateral grade 2 gonarthritis which was degenerative in etiology and was previously treated with non-steroidal anti-inflammatory drugs and corticosteroids. The pt had rec'd synvisc one in 2011 w/o any incident. In 2012, the pt initiated synvisc one injection (hyland g-f 20), 6 ml, once, intra-articularly by latero (sub-patellar) route. The pt had no intense physical activity following the injection. On (B)(6) 2012, the pt experienced knee joint effusion and knee joint pain. On (B)(6) 2012, arthrocentesis was performed and 20 ml of synovial fluid was removed. Fluid was sterile and contained no crystals. There were 12150 (units unk) white blood cells in the joint fluid. Blood uric acid was 46 mg/dl. The pt was treated with corticosteroid injection. Synvisc one dose was unchanged. The pt recovered from the events of knee joint effusion and knee joint pain on (B)(6) 2012. The outcome for the event of synovial fluid had 12150 wbc was not provided. Relevant concomitant medications reported include piascledine (glycine max seed oil, persea americana oil), flexea. The intensity for the event of knee joint effusion and knee joint pain was moderate. The intensity of synovial fluid had 12150 wbc were not provided. The reporting physician assessed the relationship between synvisc one and the events of knee joint effusion and knee joint pain as probable and did not provide the relationship between synvisc one and synovial fluid had 12150 wbc.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on 04-jun-2012. Eval summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit risk relationship of the product is not affected by this report.